Event description:
The alleged incident involved the death of a premature infant (24 weeks gestation at birth). The hosp had inserted two umbilical lines, one umbilical arterial catheter and one umbilical venous catheter. A 1622 tegaderm dressing was applied over the lines. One day after line insertions and application of tegaderm dressing, the lines were not working and the dressing and catheters were removed. The area around the umbilicus and under the dressing was red (the reporting infection control nurse did not describe this as an allergic reaction). This area later increased in size. The hosp took the neonate to surgery and attempted to excise the area. Cultures from the area excised revealed aspergillus fumigatus. The infant later died from the aspergillus fumigatus infection.